Event description:
Patient stated that one of the needles was not working, it broke when she tried to inject herself. She stated that she had called, and they sent her another order, so that she took the medication and then she could go through surgery.